Event description:
This report is being filed after subsequent review of the following journal article, "clinical experience with the screw extraction set for broken screw" (2011). Mitsukawa, n. (2011). Clinical experience with the screw extraction set for broken screw. The journal of craniofacial surgery, 22 (1), 226-229. There were 2 unknown patients that required an explant of an unknown synthes plating system. This is report 1 of 2 for (B)(4). This report is for an unknown synthes plating system.

Manufacturer narrative:
Device used for treatment, not diagnosis. Mitsukawa, n. (2011). Clinical experience with the screw extraction set for broken screw. The journal of craniofacial surgery, 22 (1), 226-229. This report is for an unknown plating system/unknown quantity/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.